Manufacturer narrative:
One fast-fix 360 curved needle delivery systems was returned for evaluation. Only the insertion device was returned no suture or ts. Needle is bent dramatically on two planes. The actuator is protruding from the needle tip. The device was functionally tested for proper actuator advancement and cycling and was found not to function due to the bent needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ use error may have been a contributing factor to the event. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during a surgery, when t1 was stripped off, the spring of the handle broke. T1 was removed from the patient and procedure was completed with a backup device with no major delay. No patient injuries were reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.